Manufacturer narrative:
Investigation: the disposable set was received for evaluation. Upon visual inspection, cracks were noted on the injection port. A leak from the port was noted under pressurized air, but the port had to be manipulated. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that 40 minutes into the procedure, a leak was noticed at the level of the new injection site on the donor line. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Correction: manufacturing staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process. Trends are being monitored to determine appropriate corrective actions by manufacturing or engineering. Corrective action: terumo bct is working with the vendor to improve the molding process to reduce the occurrence of these leaks.

Event description:
The customer declined to provide the donor's information.